Event description:
It was reported to philips that the device displayed a device error service required message. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The customer initially requested, assistance from a philips representative. As their unit had displayed a service required message. However, following the initiation of this case, multiple attempts were made to ascertain additional information pertaining to the failure and potential resolution. But no response was received. As such, a definitive cause for the failure could not be determined. Philips is unable to rule out that a malfunction did not occur. As additional information pertaining to this event could not be obtained. A cause for the original allegation could not be determined. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device displayed a device error service required message. There was no patient involvement.